Event description:
Upon removing drapes at the conclusion of c-section, as one-inch burn was noted in the left upper quadrant abdomen where cautery was during case. Suferficial erythema/vesicles treated w/neosporin & dressing.